Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed frozen display and also insulin pump did not working. Insulin pump alarm occur during or after the time that buttons were not responding. Time clock did not advanced. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged unresponsive button (down arrow) and frozen display found on 1/17/2022. Device was received with no down arrow button response. Unable to perform the self test, displacement test, or verify frozen display due to no button response. Device failed the keypad voltage test, the down arrow button switch measured 0 vdc instead of the required 3.2 vdc. Inspection of the keypad assembly reveals the down arrow button switch traces are broken due to a gouge (physical damage) breaking through the traces. No button response is due to broken down arrow keypad traces. Device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the keypad flex tail, vibrate harness assembly, motor, or the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: torn keypad overlay, stained keypad overlay, scratched case and pillowing keypad. No button response is confirmed due to broken down arrow keypad traces. Frozen display is unknown due to no button response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.